Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a single high out of range shock impedance measurement. All other measurements were stable. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The physician will continue to monitor at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.